Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: device was tested prior to insertion with green light. Device inserted into mca aneurysm and when going to detach, it was flashing green and then red. Tried a new detacher and went through proper cycle, but no clear deflection. Went to use the microcatheter to push the device off and it resheathed. Since it resheathed back into microcatheter, decided to remove device entirely. New device successfully placed. Good result, good patient outcome.

Event description:
No additional information received regarding the event.

Manufacturer narrative:
The investigation of the returned web system found the pusher hypotube kinked at the middle section and the proximal connector kinked at the brown lead wire joint. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kinks, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken black lead wire, but the damage is consistent with the device experiencing forces exceeding the solder joint's tensile strength. The returned wdc-2 controller was found to function as intended and would not have contributed to the reported event.